Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient contacted zoll customer support to report that the device was alarming. While on the phone with customer support the patient was treated. The patient was taken to the hospital. A review of the event indicates that the patient experienced an inappropriate defibrillation event consisting of three treatments. Svt at 134 - 173 bpm with frequent nsvt contributed to the false detections. The response buttons were pressed intermittently during the event but not immediately prior to three treatments. The patient ended use of the lifevest and was to receive an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a patient. Device manufacture date. Monitor sn (B)(4): 01/2011 - reuse. Electrode belt sn (B)(4): 10/2013 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.